Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported they did not have information yet but would attempt to obtain the requested information at the patient's doctor appointment on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-09. The rep spoke with the patient on (B)(6) 2019. The patient continues to experience numbness in their right leg. They have two more physical therapy appointments but the patient does not feel as though they are of any benefit. The healthcare professional (hcp) would like the patient to be seen in one month. This is an inconvenience for the patient due to travelling distance. The patient has told the hcp that they will contact the office if they notice any improvement. The patient is of the understanding that the hcp will re-evaluate surgical intervention in (B)(6) 2020. The rep will speak to the hcp after (B)(6) 2019. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported that the patient met with the doctor on (B)(6) 2019. The cause of the decreased motor response that occurred after the replacement lead was implanted could not be determined. The patient would be continuing with physical therapy and their next appointment would be on (B)(6) 2019. No further information was known and no further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 22-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, a lead was placed and during that case the doctor wanted the lead to be more mid-line, so the doctor removed and replaced that lead. Then, the doctor saw decreased motor response on the neuro monitors, so they decided to remove the lead from the epidural space. The rep did not know exactly where the lead was at the time of the report, but the doctor informed them that the lead was "in the cavity". It was noted that the lead will be placed in the epidural space 3 weeks out, possibly (B)(6) 2019. The rep reported they have not given the patient the recharger or programmer yet since the lead was not placed properly yet. MRI guidelines and CT scan guidelines were reviewed with the rep. No further complications were reported or anticipated.